Event description:
Healthcare professional reporting "change in shape and increase in breast volume. A violation of the integrity of the implant was found on breast ultrasound." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Visibility-palpability: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.